Manufacturer narrative:
Brand name: the reported product is an unknown baxter transfer set. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during continuous cyclic pd therapy with an unknown transfer set, a peritoneal dialysis (pd) patient experienced draining difficulty and fluid overload. This was further specified as "unable to drain after a 6-hour dwell and unable to drain during therapy." The following day, the patient presented to the pd clinic. The nurse attempted to drain the patient with a 60ml syringe; however, the fluid was unable to be successfully aspirated. The next day, a central venous catheter was placed, and the patient was transferred to hemodialysis. Subsequently, the pd catheter was removed (1 days after event onset). At the time of this report, the patient outcome was not reported. No additional information is available.